Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: a photo analysis of the image provided by the customer revealed a scan of the eye with a white-ish substance. It can be observed that the flap is slightly to the right of the original incision location, however, it cannot be be observed that the flap is incomplete from the photo. The reported event cannot be confirmed from photo analysis. At the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure, suction loss occurred on the patient's left eye (os) while using the elita system. The surgeon noted that the system did not provide any notification of the suction loss during the laser firing. As a result, the treatment continued until completion, but the surgeon was unable to lift the flap or locate the side cut. Consequently, the treatment for this eye was converted from lasik to photorefractive keratectomy (prk). The customer highlighted the need for the elita system to have the capability to monitor a live image of the eye during treatment and expressed concern regarding the lack of notifications for suction loss. No additional information was received. This report is for patient interface. A separate report is being submitted for the elita.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device; therefore, not explanted. (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.